Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined. Further information was requested but not provided.

Event description:
Related manufacturer reference number: 2017865-2021-39899. Related manufacturer reference number: 2017865-2021-39900. It was reported that the patient had a pocket infection with their implantable cardioverter defibrillator (ICD), right ventricular lead, and atrial lead. The ICD was explanted, it is unknown if the leads were explanted. The patient condition was stable.

Manufacturer narrative:
Correction - b5 - MFR number should be 39943 rather than 39900.

Event description:
Related manufacturer reference number: 2017865-2021-39899 related manufacturer reference number: 2017865-2021-39943 it was reported that the patient had a pocket infection with their implantable cardioverter defibrillator (ICD), right ventricular lead, and atrial lead. The ICD was explanted, it is unknown if the leads were explanted. The patient condition was stable.